Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: part # 03.221.015. Synthes lot # p124969. Supplier lot # p124969. Release to warehouse date: july 9, 2012. Supplier: pioneer surgical technology. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cable tensioner with pistol grip (p/n: 03.221.015, lot #: p124969) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches on the device but have no impact on the device functionality. Functional test: a functional test was confirmed at service and repair evaluation. The tensioner failed functional inspection. Can the complaint be replicated with the returned device? Yes service and repair evaluation: it was reported on (B)(6) 2021, the cable tensioner with pistol grip is not ratcheting. It is unknown when the issue was observed. The repair technician reported the device required further testing at the vendor. The cause of the issue is unknown. The vendor reported the device failed functional inspection and is unable to repair due to welded assembly. The item is not repairable per the inspection sheet. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed cable tensioner with trigger handle. Complaint confirmed? Yes, the device received failed during functional test. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the cable tensioner with pistol grip (p/n: 03.221.015, lot #: p124969). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - device received by manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 27, 2021, the cable tensioner with pistol grip is not ratcheting. It is unknown when the issue was observed. It is unknown if there is patient involvement. This complaint involves one (1) device. This report is for one (1) cable tensioner with pistol grip this report is 1 of 1 for (B)(4).